Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced, and the unit was returned to service patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a leak condition. The clinician reportedly was able to continue the case. There was no reported patient injury.